Event description:
It was reported that the patient was experiencing pain at the lead incision site. It was also noted that the patient felt numbness, tingling and weakness into the lower extremity area. The patient underwent a paddle lead replacement procedure. The patients symptoms have not yet improved postoperatively. Additional information was received that the explanted paddle lead was not returned due to medical facility policy.

Event description:
It was reported that the patient was experiencing pain at the lead incision site. It was also noted that the patient felt numbness, tingling and weakness into the lower extremity area. The patient underwent a paddle lead replacement procedure. The patients symptoms have not yet improved postoperatively.